Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument joint got stuck while removing it from the trocar. The joint had jumped out of its track. The instrument was exchanged and replaced with another one. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon told the first assist that the 8mm force bipolar instrument did not work, and the first assist tried to remove the instrument, but the joint was stuck in the trocar. The first assist had to remove the instrument with the cannula. A pin was sticking out. First assistant managed to remove the instrument and the cannula through the incision that was already made. The instrument was inspected prior to use, and everything was as it was supposed to be. The instrument worked properly at the beginning of the surgery. The instrument did not collide with any other instrument or tool during the procedure. The instrument has been returned to intuitive surgical for evaluation. No photographic images of the device(s) or a video recording of the procedure was available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated the customer reported complaint. Failure analysis found the primary failure of bent instrument grip tang to be related to the customer reported complaint. The grips do not show cracking damage. Components adjacent to this bent grip tang do not show damage. The probable root cause is attributed to damage through collisions with other instruments. Excessive force on instrument tips during handling, insertion, use, or removal can lead to bending.